Event description:
It was reported that approximately six months after implant of an absorbable antibacterial envelope and implantable cardioverter defibrillator (ICD) system, the patient developed an infection. The ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.